Event description:
Patient presented with short (off-label), conical neck and tortuous iliacs. On (B)(6) 2009 patient implant of a 28-16-140bl bifurcated device, 34-34-80l proximal extension, and a 16-16-88l limb extension. At the end of the procedure, there was contrast noted outside the proximal extension; however no sac filling. It was also noted that the proximal extension was placed slightly below the desired location however the physician decided to monitor the patient. Follow up images revealed contrast in the same location, with no sac filling, no migration. On (B)(6) 2010, the patient was treated percutaneously (off-label) using a mynx closure device and a 34-34-100rl suprarenal extension; the leak persisted. The physician wanted to place a palmaz stent, but was unable to advance past the bifurcated limb as it kept catching on the stent graft. During removal, the palmaz inadvertently came off of the balloon in the iliac artery. The physician was unable to remount it to the balloon and decided to deploy the stent in the iliac artery. A coda balloon was advanced to the level of the suprarenal extension, and when inflated, resolved the leak. While closing the percutaneous access site, the mynx closure device failed causing vessel damage, which was repaired with a hemashield graft and an I-cast covered stent. The patient is reported as doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Proximal extension was deployed slightly below intended implant site; however it is unknown if the patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time. Use of device with short aortic neck and percutaneous method is off-label per indications for use.